Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Unique device identifier (UDI): (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 90% stenosed, de novo, concentric lesion in the mid right coronary artery. The 3.5x8 mm nc tenku rx balloon dilatation catheter (bdc) was advanced without resistance for pre-dilatation; during the second inflation the balloon ruptured at 14 atmospheres (atm)/10 seconds. A same size non-abbott bdc was used for pre-dilatation without issue. An unspecified stent was implanted and was post-dilated to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.